Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - returned to manufacturer? Yes. Section d9 - date returned to manufacturer: jan 10, 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the suspect lens was received submerged in an unknown aqueous solution. Visual inspection under magnification revealed a clean lens that was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The reported issue is an anticipated event for zfr00v and does not represent a new risk. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint from this po. Investigation of the issues in this complaint file is ongoing; therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: information unknown/ not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2020 - (B)(6) 2021. (B)(6). Other: the intraocular lens (iol) has not yet been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who was given a synergy intraocular lens (iol) in both eyes could not cope with dysphotopsia about one year after the surgery. The reason given was double contours, blurred contrasts, veiled vision. This occurred in the distance vision. The patient is perfectly emmetropic in the subjective comparison, objectively just as perfectly approximately -0.5. The goal of the surgery had been emmetropia. Through follow-up, it was learned that an explant on the patient's left eye was carried out on (B)(6) 2021. The synergy iol was explanted and another johnson & johnson symfony lens (different model and lower diopter) was implanted as a replacement. No additional information was provided.